Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the xiphoid suture sleeve for this electrode had eroded through the skin. A revision procedure was performed and the electrode was explanted and the port was plugged. The device was programmed off and the patient was sent home with a life vest while he recovered. A new electrode was implanted six weeks later and defibrillation threshold (dft) testing was successfully performed. No additional adverse patient effects were reported.